Event description:
It was reported that when trying to interrogate a new pump prior to implant, they were getting a telemetry invalid message. The reporter saw the green light, but right away it went to a yellow light and it would not progress. They took it out of the box and still could not get telemetry. They then got a different pump, were in the same place of the operating room, using the same programmer and had no issues getting telemetry on the other pump. The pump with the telemetry invalid message was not implanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found; a telemetry test was performed and no anomalies were seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.